Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2014 and suture was used. As the surgeon was suturing the skin, the needle appeared to split. It was spotted immediately but it is unknown if any fragments were retained in the patient. The patient is being prophylactically treated with antibiotics and monitored for signs of possible infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.